Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 1.5 and 75.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned pc400 revealed that the pusher assembly was kinked. If the device is forcefully advanced against resistance, damage such as a kink may occur. During the functional test, resistance was encountered while advancing the kinks in the pusher assembly through the demonstration microcatheter; however, the pc400 was advanced completely through the microcatheter and out of the distal tip. The microcatheter identified in the complaint was not returned and therefore, the root cause of the initial resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using penumbra coils 400 (pc400s). During the procedure, the physician deployed and detached three ruby coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a pc400 through the microcatheter, the physician experienced resistance in the middle of the microcatheter and therefore, the pc400 was removed. The procedure was completed using another pc400, eight ruby coils and the same microcatheter. It was reported that the surface of the microcatheter was rough. There was no report of an adverse effect to the patient.